Manufacturer narrative:
Initial.

Event description:
It was reported that after replacing a dexcom g7 continuous glucose monitor (cgm) sensor, the user received glucose readings on the g7 app but not on the ilet pump due to an incorrect pairing code entered in the pump; the agent verified the mismatch and guided the user to edit the code on the pump and advised the expected pairing time. No adverse clinical symptoms reported and no change in blood glucose during the call. Outcomes included no injury, no medical intervention, and no hospitalization. User support included user interview and device setup review with troubleshooting and education on correct sensor pairing. Investigation of this case revealed a use-related pairing error with the continuous glucose monitor interface that was resolved by entering the correct g7 code and awaiting completion of the pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.